Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of aortic aneurysm. It was reported that the physician was unable to get wire or flush saline through tapered tip lumen. It was also reported that there was no gap on the nose cone. It was then clarified that the hole in the tapered tip for the guide wire lumen was not present. The stent graft was reportedly deployed in the patient and explanted; and no other device was used to complete the procedure. The patient was reportedly doing very well after the procedure. It was additionally reported that the stent graft was not explanted and remains in the patient. The issue with the tapered tip lumen was noticed prior to insertion into the patient and they continued to use the device after the issue was discovered. Nothing was seen coming out of the tapered tip and no other issues were seen during prep. No clinical sequelae were reported and the patient is fine. The events could not be confirmed; the guidewire was able to be passed through the tapered tip (hole present) and was able to flush without issue.